Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 325 mg/dl and the bg level was addressed with a manual injection.